Event description:
The customer reported receiving the following alarms: motor error, button error, and no delivery from the insulin pump. The customer reported that the drive support cap had fallen off, and was currently duct-taped back on. The significant events reported leading up to the motor error or button error were the damage to the drive support cap and the customer possibly dropping the insulin pump. The customer reported that the no delivery alarm was resolved by a set change. The customer did not wish to return the related infusion set or reservoir for analysis. Due to the button error and motor error alarms the customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a courtesy insulin pump. The customer's blood glucose value was 520 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to flattened button dome switches. No button error alarm was noted during testing. The insulin pump had a cracked end cap, minor scratches on the display window and a cracked reservoir tube lip.